Event description:
Customer reported the system displayed an image rotation error. The unit had to be rebooted to resolve the error. No pt injury was reported.

Manufacturer narrative:
A ge rep replaced the ccd camera. The image rotator now performs as intended and returned to service.